Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that customer was experiencing high blood glucose level more than 400 mg/dl. Customer alleged that insulin pump was under delivering. Insulin pump will be returned for analysis.